Event description:
It was reported that the right atrial (ra) lead and pacemaker triggered a lead safety switch (lss) due to a high out-of-range pace impedance measurement greater than 3,000 ohms. Upon further evaluation in clinic, there was no ra capture in bipolar and noise was observed with minimal arm movements. Technical services (ts) reviewed troubleshooting options and possible causes, and it was suspected that these observations were likely attributed to a recent pocket revision due to pain back in july 2023. Ts recommended further ra lead evaluation. This pacemaker system remains in service at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.